Manufacturer narrative:
The device was not received for investigation; therefore, the root cause of the reported incident could not be conclusively determined. Balloon rupture is an inherent risk associated with the use of this product. Due to the nature of the device and the procedures for which it is used, procedural factors or anatomical features, such as calcification or plaque, may have caused or contributed to the reported issue. If additional device or event details are received, separate reports will be submitted for each event. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
It was reported that the physician has repeatedly encountered issues with the carotid shunt during procedures, specifically balloon rupture occurring intraoperatively while the device was in use in the patient. Specific details of the events were not available.